Event description:
This lead was implanted on (B)(6) 1998 and was capped on (B)(6) 2011 due to increasing thresholds. Currently at 3.5v at 0.4ms which caused the battery of the device to approach eri prematurely. The physician was dr. (B)(6) at (B)(6) medical center in riviera (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).